Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) reached elective replacement indicator (eri) and was explanted after 38.7 months of service. The device was returned to guidant without allegation related to its' performance. Upon receipt, an engineering longevity prediction equation was used to determine the amount of battery consumed based upon the parameters stored within the device memory. The results of this equation indicate that the battery depleted prematurely. Detailed analysis is currently underway to determine root cause for the device malfunction. To date, there have been no reported patient symptoms associated with this clinical observation.